Event description:
Event description boston scientific received information that this implantable transvenous defibrillation lead exhibited pacing lead impedance measurements of 2800 ohms. One year ago, the impedance was 1800 ohms.